Manufacturer narrative:
(B)(4). This report is of incomplete prime. The reported condition was not confirmed due to a lack of sample and no root cause was determined. A review of all batch record documents was performed with no issues noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Event description:
A baxter home care services relayed a report from the home patient (hp) that they had a faulty cassette which did not prime or fill both times they tried. The hp was not connected, but was involved. A follow up was done via phone. The hp did not notice anything different about the cassette. The hp had discarded the sample and provided the lot number at the time of the initial contact. The hp has continued therapy no injury or medical intervention was reported as a result of this incident.